Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose. The mother stated the customer was currently hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 500 mg/dl. The customer's current blood glucose was 558 mg/dl. The mother stated the customer did not have any symptoms of high blood glucose. It was also found the customer was not wearing the insulin pump at the time of hospitalization. It was unknown how long the customer was disconnected from the insulin pump. The customer was treated with manual injections at the hospital. Customer declined to troubleshoot and requested to have their insulin pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with a cracked case at display window corners and belt clip slot. The insulin pump was received with minor scratched lcd window.